Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
The investigation determined the product that contributed to the failure to be the precision k-wire instead of the screwdriver shaft. Method: not applicable. Results: the customer reported event of the jamming of a xia precision k-wire sharp could not be confirmed. The device was not returned so no evaluation was possible. Previous investigations determined the cause of the k-wire jam was likely the result of an inadvertent deformation of the k-wire during the surgery. However, this deformation could not be confirmed. Conclusion: the root cause of the jam could not be determined due to the absence of the device and information.

Event description:
It was reported that while inserting an es2 screw, surgeon tried to remove the k-wire and was unable to - it jammed in the screwdriver.

Event description:
It was reported that while inserting an es2 screw, surgeon tried to remove the k-wire and was unable to - it jammed in the screwdriver.